Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post laminectomy pain. It was reported that the last time the patient had their stimulation reprogrammed was about 3 years ago; at that time, the manufacturer representative told the healthcare professional that the left side lead had to be turned off because it was not working and there were only 4 contact points working on right side. The patient stated that she was having problems with a nerve in her leg since about 8 months prior to the report. The patient was directed to their healthcare professional for reprogramming. No further complications were reported/anticipated.